Event description:
It was reported that the system shut down on its own. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.